Event description:
In 2005, the patient had amyloidoma on c2 odontoid and co and c3-c5 (pedicle screws) was fixated. In 2006 he had additional surgery for amyloidoma for other tissues beside spine around c2. The patient complained of discomfort on his cervical spine and underwent x-ray, and it was found that screws had broken. The patient was revised.